Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer's blood glucose was dropped down to 40 mg/dl. Customer did not experience had as symptoms of low blood glucose. Treated with food for low blood glucose. Customer was not ok for troubleshoot. Customer was using auto mode at the time of event. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.